Event description:
Medsize hme-booster heating element was found to be extremely hot to touch during the check. There was no adverse event to the pt. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.